Event description:
Patient's meter was not powering on, so they replaced the batteries and meter still did not power on. Started testing on back up lfs meter, until they replaced the batteries on that meter and now it does not power on. Patient has not been able to test on meter for the past few weeks. Patient's nurse has been coming to the home and testing patient. Patient was not feeling well and was tested on a meter (brand unknown) and obtained a 500 mg/dl. Medical professional treated patient. Customer service was unable to resolve the issue and sent patient a new meter.